Manufacturer narrative:
(B)(4).

Event description:
Clinical coordinator contacted dexcom technical support on behalf of the study patient on (B)(6) 2015, to report that on (B)(6) 2015, the receiver did not record data. No additional event or patient information is available.